Manufacturer narrative:
E1 - initial reporter first name: (B)(6).

Event description:
It was reported that micropuncture needle accidently cut the guidewire, requiring additional intervention. A 300cm, 8cm v-18 control wire guidewire was selected for use in a lower limb angioplasty to treat peripheral artery disease. During the procedure, the physician attempted retrograde access via pedal access. The physician placed a micropuncture needle, followed by a guidewire. The blood vessel was too small, and the guidewire partially entered the micropuncture needle. When the guidewire was withdrawn, the micropuncture needle cut the guidewire, resulting in a few centimeters from the tip of the guidewire breaking off and remaining inside the patient. An attempt was made to retrieve the broken wire fragment using a snaring device; however, the blood vessel was too small to allow passage of the device. The physician determined that the retained guidewire fragment would not cause any complications and was therefore left inside the patient. It was noted that the procedure was prolonged. There were no patient complications as a result of this event.

Manufacturer narrative:
Correction report is being sent to update h6: device codes. E1 - initial reporter first name: (B)(6).

Event description:
It was reported that micropuncture needle accidently cut the guidewire, requiring additional intervention. A 300cm, 8cm v-18 control wire guidewire was selected for use in a lower limb angioplasty to treat peripheral artery disease. During the procedure, the physician attempted retrograde access via pedal access. The physician placed a micropuncture needle, followed by a guidewire. The blood vessel was too small, and the guidewire partially entered the micropuncture needle. When the guidewire was withdrawn, the micropuncture needle cut the guidewire, resulting in a few centimeters from the tip of the guidewire breaking off and remaining inside the patient. An attempt was made to retrieve the broken wire fragment using a snaring device; however, the blood vessel was too small to allow passage of the device. The physician determined that the retained guidewire fragment would not cause any complications and was therefore left inside the patient. It was noted that the procedure was prolonged. There were no patient complications as a result of this event.

Event description:
It was reported that micropuncture needle accidently cut the guidewire, requiring additional intervention. A 300cm, 8cm v-18 control wire guidewire was selected for use in a lower limb angioplasty to treat peripheral artery disease. During the procedure, the physician attempted retrograde access via pedal access. The physician placed a micropuncture needle, followed by a guidewire. The blood vessel was too small, and the guidewire partially entered the micropuncture needle. When the guidewire was withdrawn, the micropuncture needle cut the guidewire, resulting in a few centimeters from the tip of the guidewire breaking off and remaining inside the patient. An attempt was made to retrieve the broken wire fragment using a snaring device; however, the blood vessel was too small to allow passage of the device. The physician determined that the retained guidewire fragment would not cause any complications and was therefore left inside the patient. It was noted that the procedure was prolonged. There were no patient complications as a result of this event.

Manufacturer narrative:
Correction report is being sent to update the initial bsc aware date from 13jan2026 to 21jan2026. Correction report is being sent to update h6: device codes. (B)(6).